Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned for analysis, therefore the complaint could not be confirmed and the event cause could not be conclusively determined. Griessenauer, c. J. Et. Al. (2016). Pipeline embolization device for small intracranial aneurysms. Neurosurgery, 1-9. Doi:10.1227/ne u.0000000000001377. Mdrs related to this article: 2029214-2016-00775, 2029214-2016-00776, 2029214-2016-00777, 2029214-2016-00778.

Event description:
Medtronic received information from literature review that balloon angioplasty was used to open pipeline devices. The objective of the article was to evaluate the safety and efficacy of the pipeline embolization device in the treatment of small (=7mm) aneurysms. From review of data, 149 aneurysms in 117 patients (median age 54 years, 17 males, 100 females) were identified. Aneurysms were most commonly located in the paraophthalmic internal carotid artery (ica) and were most commonly saccular. The article stated that balloon angioplasty was used in treatment of seven of the aneurysms in order to open the pipeline device. The authors noted that the need for balloon angioplasty is indicative of increased tortuosity and procedural complexity.